Event description:
The reporter called lfs on behalf of patient alleging that their one touch ultra meter was reading inaccurately high. The patient obtained a 212mg/dl on their meter, with no apparent symptoms of high or low blood glucose levels. The patient also obtained a 173 mg/dl on another meter within 10 minutes of the reported meter reading (invalid comparison). The patient neither alleged harm nor experienced injury or medical interventions. The customer service representative walked the reporter through two consecutive control solution tests and both results fell outside the specified range. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's test strips were replaced.